Event description:
It was reported that the distal tip of the recanalization catheter detached and remains in the distal right popliteal artery. There were no attempts to retrieve the distal tip. There was no patient injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. Section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.